Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose level. Customer's blood glucose level was 453 mg/dl at the time of incident. Customer's current blood glucose level was 173 mg/dl. Customer reported symptoms related to high blood glucose such as "thirsty". Customer treated high blood glucose level with insulin pump. Customer reported that they felt ok to "troubleshooting" for high blood glucose level. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was underdelivering. The insulin pump was not returned for analysis.